Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed and over infused twice with values of 21.8 ml and 21.4 ml respectively during preventative maintenance inspection. There was no patient involvement. No additional information is available.